Event description:
It was reported that during a therapeutic percutaneous nephrolithotomy procedure, the single use shockpulse probe broke at the connection point to the transducer. The breakage occurred outside of the patient, patient did not suffer any injury. Another probe was opened and found a leak was occurring in the transducer. Both probes used were from the same lot. The procedure was then completed with the hospital¿s own laser system. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and the evaluation found there was no damage to the probe that would cause leakage. The customer reported allegation was not confirmed. During evaluation, it was confirmed that the probe was able to be attached to the transducer properly, and no leaking was observed. It was suggested that the problem may be due to a loose connection between the probe and the transducer, not suction-related. There was appearance of rust/oxidation on the proximal end, especially on the fitting threads of the probe. This could have resulted in the probe not being properly tightened onto the transducer, potentially causing the reported leakage. No other defects were visible. Based on the results of the investigation, the reported leakage may have resulted from improper tightening between the probe and the transducer, possibly intensified by rust/oxidation on the fitting threads. However, the exact cause of the reported leakage could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. The shockpulse instructions for use (spl-IFU_an) addressed this: "the sterile, single-use probes are intended for single use only. Reuse may result in weak performance or breakage of the probe and patient harm. Single use devices, as indicated by the label, should not be re-sterilized and reused because the device may not perform as intended by the manufacturer if it is reused." (Page 26). Olympus will continue to monitor the field performance of this device.